Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (90% stenosed, moderately tortuous and severely calcified) were met which resulted in the reported event. This conclusion code is based on the available information and the review conducted at the boston scientific site.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient condition was good post procedure. It was further reported that the 2.00mm x 8mm nc emerge balloon catheter was inflated for approximately 5 to 6 seconds, and another 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure for approximately 5 to 6 seconds, the also balloon ruptured. The device was removed without any problem.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient condition was good post procedure. It was further reported that the 2.00mm x 8mm nc emerge balloon catheter was inflated for approximately 5 to 6 seconds, and another 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure for approximately 5 to 6 seconds, the also balloon ruptured. The device was removed without any problem.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at nominal pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and the patient condition was good post procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.